Manufacturer narrative:
The complaint has been evaluated by the site of manufacture. Medical and regulatory statements have been reviewed. A lot number could not be obtained therefore a review of the batch record data could not be performed without a valid lot number. There is no indication of an adverse trend over the past twelve months ((B)(4) 2013) for this complain/product.

Event description:
Patient reported that she used two boxes of wafers and noticed that the left side of the mass became hard and dried out, after two days of use. As a result the cracks created a sharp edge and small pieces of the wafer became dislodged. She first noticed what was happening when she felt her skin was scratched. She stated the scratching was not enough to break the skin but was uncomfortable. The end user subsequent outcome was not reported.